Event description:
During a hip hemiarthroplasty, the radiopaque bone cement was being used on the patient, when patient began to have EKG changes. Resucitation was attempted with negative results. Patient expired.